Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results.

Manufacturer narrative:
The product was returned for evaluation. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. Continuity testing was performed by connecting one test lead of a multimeter to an electrode connector pin and the other lead to the related electrode. Continuity testing found that the proximal electrode had an open condition between the lead wire and the electrode. The open condition was found to be at the proximal weld. No short conditions were observed between the proximal and distal electrodes. No visible damage was observed from catheter body or returned monoject 1.3cc limited volume syringe. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report was confirmed. An awareness training was conducted at the manufacturing site to prevent recurrence of this type of complaint.

Event description:
It was reported that "it was unable to pace after insertion during use. Another catheter was used". There were no patient complications reported.